Event description:
Need for repeated invasive t. Our family was covid tested at the (B)(6). Our youngest tested positive which we knew was an error from faulty testing. She was made to feel as though she was going to get sick and die and we were prevented from taking our trip. We were also threatened to be reported to the cdc so we would be unable to fly home. We begged and pleaded for them to test her again and they refused, citing the accuracy of their tests. We left and immediately paid for a private test, which was negative. Upon arrival home yesterday she was given a third test and this too was negative. She had been tested 48 hours before the faulty test which was also negative. As the false positive was discussed with school, now she is prevented from being allowed back in as our health department hasn't had a situation like this happen. Our daughter and our whole family has suffered mental anguish, loss of hundreds of dollar, disruption to work and education and not to mention denial of boarding a cruise ship. It is absolutely insane that a second test with a new sample wasn't allowed. Faulty testing has had extreme consequences in our case. The same thing happened to another family at the port whose child was also immediately privately retested at their expense and found to be negative. (B)(6) needs to be reviewed so that this doesn't happen to another family. Our daughter incorrectly diagnosed with covid. (B)(6). FDA safety report ID # (B)(4).